Manufacturer narrative:
The returned blocker was evaluated. There was damage to the outer threads and the inner drive feature. The cause of the thread damage is likely attributed to cross-threading of the blocker into the mating pedicle screw because they were misaligned with one another. The cause of the drive feature damage is likely attributed to improper seating of the driver into the feature and/or off-axis forces placed on the driver during blocker tightening. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The device's labeling includes instructions on proper device usage and installation techniques.

Event description:
It was reported that during the procedure the threads of three closure tops were damaged. They were removed and replaced with alternates to complete the case without reported patient harm. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2020-00031 to 3003853072-2020-00033.

Event description:
It was reported that during the procedure the threads of three closure tops were damaged. They were removed and replaced with alternates to complete the case without reported patient harm. This is report one of three for this event.